Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 9 atms on the initial inflation. The calcified, averagely tortuous, and 90% stenosed lesion was located in the proximal left anterior descending (lad) coronary artery. The maverick2 monorail balloon was being used to predilate the lesion for stent. The procedure was successfully completed with a quantum maverick monorail catheter. No patient injuries or complications were reported. Patient status is reported "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.